Event description:
It was reported that there was an ECG-related error message displayed by device which was observed during the user's routine testing. There was no pt involvement. The date that the event was observed by the user was not available at the time of this filing but attempts will be made to obtain this info.